Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with dizziness and syncope. System evaluation noted intermittent capture in bipolar and unipolar configurations. Additionally, there was oversensing which resulted in pacing inhibition. An upgrade procedure was performed and when the pocket was opened, it was revealed that the leads had been twiddled and were broken. The leads were removed from service and replaced. No additional adverse patient effects were reported.